Manufacturer narrative:
(B)(4). The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned at a later date.

Event description:
It was reported that during an left ventricular (lv) lead revision procedure this right atrial (ra) lead was damaged. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.